Manufacturer narrative:
Manufacturer report number 1818910-2020-26834 is being retracted as it is a duplicate of mrn 1818910-2020-26187. All future reports will be submitted under manufacturer report number 1818910-2020-26187 manufacturer report number 1818910-2020-26834 is being retracted as it is a duplicate of mrn 1818910-2020-26187. All future reports will be submitted under manufacturer report number 1818910-2020-26187.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure 3 (B)(6) 2020 (B)(6) hospital. 42 6 pe cup 1307-42-206, lot 5339054 removed and replaced with: humeral spacer 1307-30-009 ,lot 5336812 and 42 6 pe cup 1307-42-206, lot 5356097.